Event description:
The st. Jude medical rep phoned to report an ICD that had corrupted diagnostics. Inappropriate data measurements were observed during f/u. Attempts were made to retrieve the memory map and clear the diagnostics and stored electrograms. The diagnostics were cleared but the stored electrograms could not be retrieved. The ICD was re-interrogated and the incorrect data values were again displayed. The ICD was recommended for explant.